Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgical technician noticed that the maryland bipolar forceps had some steel wires coming loose. No different movements were made, and no different behavior was observed. All instruments had been working in perfect condition. The instruments were inspected before the procedure and nothing different was observed. After the surgical procedure, the nurse responsible for cleaning and inspecting the forceps noticed that they could not be used again, as the loose steel wires made it impossible to use the forceps, creating a risk to the patient. The forceps were in their 11th use. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.